Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported while the vela ventilator was running, high rate, xdcr fault, low ve and low pip alarms occurred during patient use. The patient was transferred to another ventilator. No patient harm was reported.